Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d4, d6b, g1, h3, h4, h6. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.